Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.

Event description:
The customer reported an unexpected shutdown while they were charging the device.